Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 16mm amplatzer vascular plug 2 was implanted in a left atrial appendage. After the procedure, the plug got embolized into left atrium and had to snared that out. The patient remained hemodynamically stable through out the procedure. But there was a delay in the procedure with no further adverse patient effects were noted.

Manufacturer narrative:
An event of device embolization into left atrium was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a